Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2008 and perigee, miniarc and apogee were implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and perigee and monarc were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).